Event description:
It was reported to philips that the system failed to power on successfully. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system failed to power on successfully. Review of the log file confirmed the malfunction with the frontal ippc (image processing pc). The cause of the failure analysis determined the unit was non-functional/dead and the failure determined power related malfunction in the part. The fse checked the system and found the ippc computer would not boot up, due to a bad power supply in the pc. The fse replaced the ippc to resolve the issue. After the replacement, the system was returned to use in good working order.